Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and it passed. A pairing test was performed, and it passed. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed but could not be reproduced with the returned product. No injury or medical intervention was reported.